Event description:
It was reported that the lamp of the gastrointestinal videoscope turned off during an upper endoscopy procedure. The issue occurred during set-up while under sedation. The procedure was successfully completed using a similar device, and no patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the image disappears during angle movement were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.